Event description:
Patient receiving a 3.5 day bag of milrinone via sapphire pump. Patient had been on this therapy since (B)(6) pm. Therapy uneventful until (B)(6) at 2pm when spouse reported bag had run dry. Bag last changed on (B)(6) at 8pm. Patient passed out. Spouse called 911. Patient admitted to the hospital.